Manufacturer narrative:
The subject device was returned to olympus for evaluation. Omsc confirmed that the ptfe pad was worn and partially peeled. There were contact marks on the surface of the probe and the metal part of the jaw. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the probe damage error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used for a transanal surgery, the probe damage error occurred. After more than 30 minutes using this device, the ptfe pad was separated. The procedure was completed with another thunderbeat there was no patient injury reported.